Manufacturer narrative:
This event was reported by the customer to FDA as mw5162972. The event involved 1 patient. Sections a2 and a3 were updated. Section b7 was updated. Section e4 was updated.

Event description:
There was an allegation of an issue with cobas infinity lab core license version 3.03.24. The cobas infinity software allows the creation of customized rules. The rules are configurations of conditions and actions related to orders, tests, tubes, or instruments. The software automatically triggers the corresponding actions if certain conditions are met. In this case, the customer alleged that a software rule was not executed due to a missing instrument alarm. No patients were harmed due to this issue.

Manufacturer narrative:
The investigation determined the cobas infinity software does not keep instrument flags if a test result is modified by the rule engine. The investigation determined this event to be a software issue.